Manufacturer narrative:
Product evaluation: analysis results are not available; the devices were not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿the locators do not appear to be working.¿ the doctor was performing a maxillary dental procedure that involved placing metal plates along the bone. The doctor used the first vari-stim and said that it wasn't doing what he expected, there was no nerve movement, so he asked for another. The next 2 devices reacted the same way; they lit up, indicating that they were working, but the nerve did not respond to the stimulation. He continued and completed the case without use of the locators. There was no patient impact.

Manufacturer narrative:
(B)(6). Date of this report: (B)(6) 2016 (B)(6). Manufacturer received: 01/04/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.